Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event resulting in a visit to the ER. The event occurred on (B)(6) 2024. The event started around 4:00 pm est when the user was at a friend's house, and their blood glucose dropped to 70 mg/dl while driving home. Upon arriving home at 4:15 pm est, their blood glucose remained low, and a fingerstick reading showed 40 mg/dl. The user consumed grape juice, orange juice, 7-up, and donuts in an attempt to raise their blood glucose levels but began feeling dizzy, sweaty, and unable to continue eating. At 4:30-5:00 pm est, the user called paramedics, who arrived at 5:15 pm est. The paramedics took the user's blood glucose, which was still low, and transported them to the ER. By the time the user arrived at the ER, their blood glucose had risen to 150-180 mg/dl. The user was treated in the ER but was not admitted and was released at 9:30 pm est. The user resumed using the ilet system after the event. The agent reviewed the user's reports and found that the user had announced a meal while the ilet system was in the correction algorithm, which could have contributed to the hypoglycemic event. The user plans to monitor the situation and follow up with their clinical diabetes specialist (cds). The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the incident.